Event description:
In 2007 I was admitted to medical center by, md upon the referral of, general surgeon. The general surgeon performed an incisional hernia due to abdominal wall laxity and intraabdominal adhesions after consultation with another surgeon. The general surgeon proceeded with surgery upon the advice of the other surgeon due to lower midline incision with a palpable bulge, approx 3x4 cm in the infraumbilical area with exquisite tenderness on palpation. At that time the other surgeon's impression was a ventral hernia with possible incarceration or possible bowel in the area. I was having chronic pain. I had a visible bulge, which appeared to increase in size on valsalva. I had exquisite tenderness in the area on deep palpation. The other surgeon suggested operative intervention in spite of a normal cat scan. I was not able to undergo the requested MRI due to claustrophobia. On the following day the general surgeon proceeded with surgery and found a midline incisional hernia with abdominal wall laxity. He placed a 7.7" x 9.7" dual layered bard composix kugel extra large oval mesh, product code 0010208, lot # 43lqd619. Hospitalization was 10 days. Everything I have read suggest that this is typically a 4 to 5 day hospital stay. The following month I had a follow-up office visit with my gastroenterologist. Upon exam he became concerned that my abdomen was still extremely tender to the touch and contacted the general surgeon in front of me. They had me go through another cat scan and then had a follow-up visit with the general surgeon. The general surgeon indicated that this was probably post-operative pain and suggested that I see a pain management specialist. I declined. I am now almost 1 full year out of surgery and still I have the following complications: small lump in lower quadrant of abdomen at pubic line feeling of something tearing when I reach to do something, cannot eat a full meal, otherwise extreme pain in 3 different areas, upper abdomen under sternum, left lower quadrant and right lower quadrant in addition to distended abdomen. This pain is isolated, it does not bounce around. It takes 9 to 11 hrs for my body to digest food and alleviate the pain, pass a tremendous amount of gas, cannot dispel bodily waste without metamucil or some over-the-counter medication. Upon physical exertion whether it is walking, doing normal daily chores, i.e. Laundry, cleaning, standing or sitting for 2 hrs or more, my abdomen distends up to 2.75 inches. Measurements taken upon awaking and just before going to bed at night. Inability to sleep more than 2 or 3 hrs at a time, need to place ice packs on stomach and lift and place my abdomen on a pillow to lie down. Have tried to go back to work on 3 separate occasions in 2007, have had to quit due to the distended abdomen and severe pain. The jobs have been both sitting and standing positions. I have tried wearing a girdle. Nothing helps. I no longer have health coverage and told I am not eligible for medicaid nor medicare. I am classified as an indigent. I had a good credit score summer of 2007 now my credit has been totally destroyed. My condo is in foreclosure. I have lost the ability to make an income, socialize and interact with friends. I have tried to sit through a movie, a wedding, a play and have had to leave all activities, due to pain caused by distended abdomen. A new symptom has appeared. It is some type of hiccup upon taking in a breath. Primary care physician feels it might be due to the mesh causing interference with my diaphragm. I have applied for social security eight months later, but am told that it takes 2 yrs before obtaining it and then that is not a guarantee. I am suffering from depression. I have contacted several attorneys about the class action suit. I am getting different answers from you, the hospital that provided me with the product and lot numbers and the different attorneys. One attorney states that they will be putting me in the class action suit. You the FDA, state that the 4th character of the lot number has to be "m, n, o, or p," however, another attorney's office has a plaintiff with the letter "l". This makes no sense. I need help now. Yesterday, , I was once again seen by general surgeon who acknowledges that I have a small lump, a distended stomach and additional laxity in my abdominal wall. He suggested that I have a full gastrointestinal work-up. I have no health insurance, how can I have this done???? I do not understand what this means. However, I was not told that this device had a expiration date. Does this mean that in december 2011 that this mesh has to be replaced? Dates of use: 2007-2008. Diagnosis or reason for use: incisional hernia with abdominal wall laxity and intraabdominal.